Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the correct dosage was not administered during patient use.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found downstream occlusion (dso) seal delaminated, bubbling under upstream occlusion (uso) seal. Functional testing was performed and the customer reported issue was unable to confirm. Replaced uso seal and dso seal. Performed dso/uso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The software was updated and the unit reset to standard configuration. The device passed all functional tests after the repair.